Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation after being cardioverted which was potentially being exacerbated by the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was told by a physician to remove the device until the irritation heals. Patient removed device and was applying an ointment and reported that the area is healed and only has scabs now.